Manufacturer narrative:
Interrogation of the pump determined it was used to infuse dilaudid [10.0 mg/ml] at 1.407 mg/day. Analysis of the pump revealed corrosion and wear on the internal gears inside of the motor, and a stall caused by the pinion of gear two. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's pump was returned to the manufacturer with no known complaints. The indication for use was non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.